Event description:
Coil came without sheath or sheath got stuck in the housing and therefore the coil could not be used. They tried five and all with same problem, they were return to the representative, no harm to the patient.